Event description:
It was reported that guidewire detachment occurred. The patient presented with peripheral artery disease (pad) and underwent peripheral angiogram. A gw/035/260 magic torque guidewire was selected for used. However, during the preparation, the floppy tip was noticed to be stretched upon removal from the coil, and the inner coil of the wire seemed to be detached from the tip. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned, and it was observed that the distal end section was kinked at several parts. No more visual damages were observed. Under microscope it was observed that the core wire was detached/separated near a ro marker. The outer diameter of distal tip, middle of the device, and the proximal section are within specifications.

Event description:
It was reported that guidewire detachment occurred. The patient presented with peripheral artery disease (pad) and underwent peripheral angiogram. A gw/035/260 magic torque guidewire was selected for used. However, during the preparation, the floppy tip was noticed to be stretched upon removal from the coil, and the inner coil of the wire seemed to be detached from the tip. The procedure was completed. There were no patient complications reported.